Event description:
Consumer states, that when her husband sits in our slings with the commode opening for 4 or 5 hours the stitching is so thick on the sling that it causes bruising on his bottom. Consumer states her husband skin is very sensitive. Consumer states, her husband is in a nursing home so they observed the bruising. No additional information provided.